Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device sn#: (B)(6) in the shop. They think it was sent down friday. They said it was not cooling or heating the patient correctly, so they want to see what was going on. They want to know how to test it. Directed biomed to the event log. They believe there was alert 45 (a/c power lost) on (B)(6). On (B)(6) there were 113 (reduced water temperature control) and 01 (patient line open). Explained that if the flow rate was low it could lead to alert 113. Walked biomed through enabling manual mode and provided instructions on how to perform a functional verification check. Suggested downloading the data so they can see what occurred while it was on the patient. Biomed stated they would start tomorrow.

Event description:
It was reported that the biomed had arctic sun device sn# (B)(6) in the shop. They think it was sent down friday. They said it was not cooling or heating the patient correctly, so they want to see what was going on. They want to know how to test it. Directed biomed to the event log. They believe there was alert 45 (a/c power lost) on 2/19 and 2/11. On 2/3 there were 113 (reduced water temperature control) and 01 (patient line open). Explained that if the flow rate was low it could lead to alert 113. Walked biomed through enabling manual mode and provided instructions on how to perform a functional verification check. Suggested downloading the data so they can see what occurred while it was on the patient. Biomed stated they would start tomorrow.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Explained that if the flow rate was low it could lead to alert 113. Walked biomed through enabling manual mode and provided instructions on how to perform a functional verification check. Suggested downloading the data so they can see what occurred while it was on the patient. Biomed stated they would start tomorrow. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, h the complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.